Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia after dinner, with blood glucose reading as high, following a same-day supply change using a teflon infusion set; troubleshooting considered a repeat set change or a manual insulin injection. Symptoms included hyperglycemia reaching a peak around 400 mg/dl. Outcomes included ongoing elevated glucose without reported injury or hospitalization. Investigation included remote troubleshooting and educational guidance. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.